Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor applicator removal, sensor wire remained left behind at insertion site. Patient's mother inserted sensor in arm which is not an approved site. Patient's mother claimed some bleeding at the insertion site. Patient's mother did not report any further injury or medical intervention at time of contact with dexcom technical support.